Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found adhered to the bd eclipse¿ needle in the sealed packaging, compromising the products sterility. The following information was provided by the initial reporter, translated from portuguese: "sealed needle package showing dirt adhered to the product.".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found adhered to the bd eclipse¿ needle in the sealed packaging, compromising the products sterility. The following information was provided by the initial reporter, translated from portuguese: "sealed needle package showing dirt adhered to the product."